Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and device dislocation ("migration of the device/migration of essure device location of device: uterine fundus") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test". The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, weakness, uterine bleeding, menstruation abnormal, fatigue, sleep disturbance, bloating, discomfort, cystocele, vaginal prolapse, psychosexual dysfunction, hypoactive sexual desire disorder, ovarian cyst, uterine myomatosis, confusion and memory impairment. Concomitant products included ibuprofen and medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines/ headaches"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and hypersensitivity ("systemic allergic reaction"). On (B)(6) 2013, 5 months 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area pain"). On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), allergy to metals ("allergic reaction to the nickel in the device") and anxiety ("mental anguish"). The patient was treated with surgery (underwent the removal of the essure device) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menstrual disorder, allergy to metals, female sexual dysfunction, dysmenorrhoea, alopecia, migraine, depression, anxiety, vaginal discharge, weight increased, abdominal pain and hypersensitivity outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Left visible coils: 3, right visible coils: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: mild cervical ostearthritis. And spondylosis pregnancy test - on (B)(6) 2013: urine hcg negative. Ultrasound pelvis - on (B)(6) 2016: right and left ovary shows multiple cyst. On (B)(6) 2016 CT spine was normal. On (B)(6) 2016 CT of abdomen and pelvis revealed, bilateral essure coils are seen extending: into the proximal fallopian tubes bilaterally. On (B)(6) 2016 surgical pathology report revealed, uterine cervix demonstrates a few nabothian cysts, focal squamous metaplasia and focal mild superficial acute inflammation. Endometrium demonstrates focal histologic features of benign endometrial polyp. Her hemoglobin was 14.1 and 41.44 hematocrit. Tsh was within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, abnormal bleeding, weight gain, hair loss. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), systemic allergic reaction, apareunia(inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migraines / headaches, migration of essure device location of device: uterine fundus, depression, mental anguish, vaginal discharge, weight gain and abdominal pain. Outcome of events abnormal bleeding and painful sexual intercourse was updated from unknown to recovered/resolved. Concomitant drug, concomitant conditions, historical conditions and lab data were updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and device expulsion ('migration of the device/migration of essure device location of device: uterine fundus') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test". The patient's medical history included multiparous. *on (B)(6) 2016 CT spine was normal. On (B)(6) 2016 CT of abdomen and pelvis revealed, bilateral essure coils are seen extending: into the proximal fallopian tubes bilaterally. On (B)(6) 2016 surgical pathology report revealed, uterine cervix demonstrates a few nabothian cysts, focal squamous metaplasia and focal mild superficial acute inflammation. Endometrium demonstrates focal histologic features of benign endometrial polyp. Her hemoglobin was 14.1 and 41.44 hematocrit. Tsh was within normal limits. Concurrent conditions included obesity, weakness, uterine bleeding, menstruation abnormal, fatigue, sleep disturbance, bloating, discomfort, cystocele, vaginal prolapse, psychosexual dysfunction, hypoactive sexual desire disorder, ovarian cyst, uterine myomatosis, confusion and memory impairment. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). In march 2013, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and hypersensitivity ("systemic allergic reaction"). In may 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression") and was found to have weight increased ("weight gain"). In june 2013, the patient experienced alopecia ("hair loss"). In july 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area pain"), 5 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), allergy to metals ("allergic reaction to the nickel in the device") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy + bilateral- salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and weight increased had resolved and the device expulsion, menstrual disorder, female sexual dysfunction, dysmenorrhoea, migraine, depression, anxiety, vaginal discharge, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs left visible coils: 3, right visible coils: 3. Patient received treatment for pain, bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: mild cervical ostearthritis. And spondylosis. Pregnancy test - on (B)(6) 2013: results: urine hcg negative. Ultrasound pelvis - on (B)(6) 2016: results: right and left ovary shows multiple cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, abnormal bleeding, weight gain, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and device expulsion ('migration of the device/migration of essure device location of device: uterine fundus') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test". The patient's medical history included multiparous. On (B)(6) 2016 CT spine was normal. On (B)(6) 2016 CT of abdomen and pelvis revealed, bilateral essure coils are seen extending: into the proximal fallopian tubes bilaterally. On (B)(6) 2016 surgical pathology report revealed, uterine cervix demonstrates a few nabothian cysts, focal squamous metaplasia and focal mild superficial acute inflammation. Endometrium demonstrates focal histologic features of benign endometrial polyp. Her hemoglobin was 14.1 and 41.44 hematocrit. Tsh was within normal limits. Concurrent conditions included obesity, weakness, uterine bleeding, menstruation abnormal, fatigue, sleep disturbance, bloating, discomfort, cystocele, vaginal prolapse, psychosexual dysfunction, hypoactive sexual desire disorder, ovarian cyst, uterine myomatosis, confusion and memory impairment. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and hypersensitivity ("systemic allergic reaction"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area pain"), 5 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), allergy to metals ("allergic reaction to the nickel in the device") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy + bilateral- salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and weight increased had resolved and the device expulsion, menstrual disorder, female sexual dysfunction, dysmenorrhoea, migraine, depression, anxiety, vaginal discharge, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Left visible coils: 3, right visible coils: 3. Patient received treatment for pain, bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: mild cervical ostearthritis. And spondylosis. Pregnancy test - on (B)(6) 2013: results: urine hcg negative. Ultrasound pelvis - on (B)(6) 2016: results: right and left ovary shows multiple cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, abnormal bleeding, weight gain, hair loss. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, weight gain, hair loss were updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("migration of the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues") and allergy to metals ("allergic reaction to the nickel in the device"). The patient was treated with surgery (underwent the removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menstrual disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.